Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. This report is being sent to correct information provided in sections e1 (initial reporter details), e2 (healthcare professional?), e3 (occupation), and g2 (report source). E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient from germany with a subcutaneous implantable cardioverter defibrillator (s-ICD) was on vacation in turkey, where they received two inappropriate shocks. The cause of the shocks was not able to be provided, as the local turkish hospital was unable to interrogate the device. Upon return, the patient was seen by their cardiologist, where the device was interrogated. However, when the device data was forwarded to boston scientific technical services (ts), it was observed that the device had memory errors in the system random access memory (ram), which resulted in a system firmware reset. This reset prevented the episodes from being stored on the flash memory, so the cause of the therapy cannot be determined. Ts stated that the device has been functioning normally since. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this patient from germany with a subcutaneous implantable cardioverter defibrillator (s-ICD) was on vacation in turkey, where they received two inappropriate shocks. The cause of the shocks was not able to be provided, as the local turkish hospital was unable to interrogate the device. Upon return, the patient was seen by their cardiologist, where the device was interrogated. However, when the device data was forwarded to boston scientific technical services (ts), it was observed that the device had memory errors in the system random access memory (ram), which resulted in a system firmware reset. This reset prevented the episodes from being stored on the flash memory, so the cause of the therapy cannot be determined. Ts stated that the device has been functioning normally since. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient from germany with a subcutaneous implantable cardioverter defibrillator (s-ICD) was on vacation in turkey, where they received two inappropriate shocks. The cause of the shocks was not able to be provided, as the local turkish hospital was unable to interrogate the device. Upon return, the patient was seen by their cardiologist, where the device was interrogated. However, when the device data was forwarded to boston scientific technical services (ts), it was observed that the device had memory errors in the system random access memory (ram), which resulted in a system firmware reset. This reset prevented the episodes from being stored on the flash memory, so the cause of the therapy cannot be determined. Ts stated that the device has been functioning normally since. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.